Manufacturer narrative:
(B)(4). The complaint device associated with this report has not been received for eval. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the MFR documentation. The MFR's initial ref number: (B)(4). This report was mailed to FDA on 09/02/2004.

Event description:
A surgeon reports a pt is experiencing bright flashes with spears of light following intraocular lens (iol) implant surgery. The pt reports the symptoms occur when the light source is 45-90 degrees off to the right side and the symptoms are worse at night. During the day the pt reports that he sees a ghost image when he holds his hand 45 degrees off center. One month following surgery, the pt reported some of the symptoms had diminished (were less disturbing). Add'l info has been requested.